Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the unicel dxc 600i synchron access clinical system on one patient sample. The original specimen was re-tested twice and lower results were obtained. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was serum and it was centrifuged at 3,000 g for ten minutes. The sample appearance was normal. Qc is performed twice daily. Qc data was not supplied. A field service engineer (fse) was dispatched: the fse found the transducer tubing to be excessively twisted and the tubing nut to be loose. The fse corrected the problem and verified ultrasonics. All verification testing met published specifications. Although hardware issues were addressed, no clear root cause could be determined for this event.